Manufacturer narrative:
The user reported that the sensor could not be located using the placement guide and stated they had experienced this situation previously, declining to perform the placement test. When asked to provide a diagnostic upload, the user stated they were unable to do so. Based on escalation analysis, a sensor and transmitter replacement was approved, and rmas were created for both devices for further investigation. By closure of this complaint, only the transmitter had been received by senseonics. A review of the data management system (dms) showed the user had not used the system since 16 oct 2025. Investigation of the returned transmitter found that it passed all functional testing and no issues were identified. A review of the in-vivo sensor data showed frequent quality flags due to communication and missed reads across the sensor's internal electronic components beginning on 20 sep 2025, which were not resolved by placement troubleshooting or transmitter replacement. The reported behavior is most likely attributable to a sensor communication issue. The user was provided with a replacement sensor and transmitter as part of the resolution. B4.date of this report 19 jan 2026. D4.updated additional device information. G3.date received by the manufacturer? 19 jan 2026. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 628. H6. Investigation conclusions updated to 4307.

Event description:
Senseonics was made aware of an incident where user reported of receiving "no sensoe detected",alerts which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.